Manufacturer narrative:
One unit was returned for investigation. The device was visually and physically inspected where it was found that there was a leak between the pilot balloon and valve. Root cause was traced to there not being enough solvent at the joint during manufacturing. Appropriate personnel were notified of the incident. DHR done with no other failure modes like this reported for this lot.

Event description:
Information received a smiths medical intubation/portex endotracheal tubes is having a loss of pressure. No patient adverse events reported.